Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 80% stenosis located in the ostium of the circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during the delivery. It was reported that following a failed delivery stent dislodgement occurred while attempting to pull back the device across a 90 degree bend of the left circumflex artery. An attempt was made to remove the dislodged stent however it was unsuccessful. The stent migrated down the cx to the very distal portion of the obtuse marginal. It was decided to leave the stent in the patient undeployed. The patient was sent to recovery with no incident.

Manufacturer narrative:
The inflation device remained on neutral pressure during delivery of the device. An attempt was made to remove the dislodged stent by twisting two .014 wires around the stent, however it was unsuccessful. If information is provided in the future, a supplemental report will be issued.